Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to diabetic ketoacidosis. Customer was nauseous and vomiting prior to hospitalization. Customer was treated with insulin drip and saline. Pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.